Event description:
Customer states that pt had a reaction to the suture weeks after the procedure. Along the line of the incision there were areas of breakdown of the skin and the suture was extruding through the skin. The sutures were removed and the pt is doing fine.